Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and checked o-rings/stopper groove for anomalies, none were found. Ran basal bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into a 5xx insulin pump. Conclusion reservoir did not leak. (B)(4).

Event description:
The customer's spouse reported via phone call that his blood glucose level was high. The infusion set cannula was not bent but there was blood at the site. The reservoir was leaking into the insulin pump. The customer's blood glucose level was 390 mg/dl but after bolusing his blood glucose went up to 436 mg/dl. He treated his high blood glucose level with a manual injection. The customer could see moisture pass the two o-rings. The customer was advised that the device would be replaced and agreed to return the product for analysis.